Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to fracture. Tooth location 30.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris about the implant threads, and fracture at the collar. The reported product was located on tooth # 30 and used for approximately 4.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the platform of implant body was fractured. The implant was removed and another implant was placed. The reported complaint is confirmed following the evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d10: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes' .